Event description:
It was reported that the patient with this right atrial (ra) lead experienced pectoral stimulation which got worse when sitting up or laying down on the right side of the body. As of this time, this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).